Event description:
In morning [time redacted], patient was on nkv-1 bipap, machine, started alarming "circuit disconnect". All connections checked and tight. Bipap recalibrated, passed, and replaced on patient, functioning appropriately. 35 minutes later, bipap started alarming "circuit disconnect" again while on patient. No harm was done on the patient. Patient alert, awake and stable. Bipap pulled out of service, management informed, machine picked up by biomed. New v60 bipap placed on patient. Manufacturer response for nkv noninvasive ventilation, nkv (per site reporter). Manufacturer will be on site 12/5/23 to interrogate machine and inspect.